Event description:
A report was received that the patient experienced battery problems and underwent a surgical procedure.

Manufacturer narrative:
Additional information was received that there was no surgical revision for this event as the issue was regarding communication issues between the remote control and ipg.

Event description:
A report was received that the patient experienced battery problems and underwent a surgical procedure.

Manufacturer narrative:
Additional information was received that device malfunction was not suspected.

Event description:
A report was received that the patient experienced battery problems and underwent a surgical procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure to find other pain management therapy. Additional suspect medical device component involved in the event: model #: sc-8336-50 serial #: (B)(4) description: coveredge 32,50 cm 4x8 surgical lead.

Event description:
A report was received that the patient experienced battery problems and underwent a surgical procedure.